Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coating issue occurred. The high grade stenosed target lesion was located in the tibial artery. A short taper 300cm straight tip v-14 controlwire guide wire was advanced to the lesion. When the device was removed, it was noted that the polycoating was removed. An attempt to remove the polycoating was done through aspiration, however they were unable to retrieve the polycoating inside the patient's body. The procedure was not completed due to this event. No further patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original box labeled batch. The unit returned has the distal tip damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. Visual inspection was performed and the device presented distal tip kinked and peeled. All the outer diameter (od) were taken and compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that coating issue occurred. The high grade stenosed target lesion was located in the tibial artery. A short taper 300cm straight tip v-14 controlwire guide wire was advanced to the lesion. When the device was removed, it was noted that the polycoating was removed. An attempt to remove the polycoating was done through aspiration, however they were unable to retrieve the polycoating inside the patient's body. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.